Event description:
Reference MDR # 1219856-2009-00363 for the first event involving same pt. It was reported by the customer that the intra-aortic balloon (iab) was prepped per instruction. The md inserted the 40cc iab into the sheath and the iab became stuck. As a result, the md removed the iab and the sheath as one unit. The md requested another 40cc iab and this iab was inserted without difficulty. There was no pt injury or complication.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.